Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).

Event description:
It was reported that the patient underwent a total hip arthroplasty procedure on unknown date and topical skin adhesive was used. The allergic reaction to topical skin adhesive occurred twenty one days after the procedure and was confirmed by patch test. The patient experienced skin inflammation around the applying part of topical skin adhesive and developed into a blister. It was also reported that, in this case, the dressing was not used. The patient is in a hospital.